Event description:
A peritoneal dialysis pt has reported dialysis solution is leaking out of the cassette and into the cycler. Although the attending clinician prescribed antibiotics, there was no known pt ill effect. Sample is not available for eval.